Event description:
It was reported that there was a lead fracture at the lead extension site. Action required as a result was a replacement on (B)(6) 2013. Impedance testing was done. Issue was resolved. It was noted that the patient had gone to the clinic and upon interrogation, the battery was off. It was further noted that it was thought that it was related to magnets. At the surgical procedure to replace the complete system interrogation revealed the battery had been actives 113 times. Patient never turned the battery on/off. Change in therapy for the patient may be related to those multiple on/offs but was unconfirmed. The entire system was replaced and an additional lead was added. The target for lead target place changed from subthalamic nucleus (stn) to globus pallidus (gpi). Patient was alive with no injury. Patient symptom associated with this event was headache. It was noted that the patient should have improved outcome with appropriate lead placement and a functioning system.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v333525, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 7438, serial # (B)(4), product type programmer, patient; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Manufacturer narrative:
Analysis of the lead, lot # v333525, found a breach and a cosmetic mio on the insulation around the connection. It also found the lead is electrically okay. Analysis of the ins, serial # (B)(4), found that the ins was functionally okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.